Event description:
It was reported that the patient presented in the ER after receiving shocks. Upon interrogation, noise and oversensing were noted which resulted in aborted shocks and inappropriate therapy. Clavicular crush was found via x-ray. High impedance was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.